Manufacturer narrative:
Weight/ethnicity: unknown / not provided. If implanted, give date: unknown / not provided phone number: (B)(6). Fax number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while performing the post-operative review, the doctor observed that the patient had a refractive defect of 2 diopters myopia, and that the intraocular lens (iol) had been implanted upside down. There was temporary impairment. Through follow-up it was learnt that the lens was explanted on (B)(6) 2021. The replacement lens is a non-johnson & johnson iol. The patient has been left with very little refraction. No further information has been provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Date returned to manufacturer: 27-aug-2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: no complaint simplicity was received, and therefore no product evaluation could be performed on the inserter. However, visual inspection revealed that the lens was received with a cut in the optic body, this is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed and shows that the units were released within specification. Wv02-13-41_eng (preloaded system assembly, revision 06) was reviewed and confirms that it would be difficult to place the lens in the lens module backwards. The molding of the lens module is set up for the lens to be placed anterior side up with the lens placed correctly against the storage area bumps, and the trailing haptic butt against the haptic stop feature. If these steps are not taken, the lens will not seat in the module correctly. (Non-conformance report) ncr-0149393 was found as part of this manufacturing records review; cartridge production order # (B)(4). / batch ch08806 was reviewed and shows that this batch was released within specification. The lens diopter results obtained from the measuring image quality (miq) electronic system show that this po was released within diopter specifications. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.